Event description:
Related manufacturer reference number: 2017865-2021-32895 it was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise lead to a brief inhibition of pacing. Additionally, it was noted that the rv lead may not be fully connected to the header of the implantable cardioverter defibrillator (ICD). No changes were made. Further information was requested but not received.